Manufacturer narrative:
(B)(4). Review of the device history records shows the lot was released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The product remains implanted in the patient and therefore will not be returned for an evaluation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of nine for the same event. Reports one through nine are reported on MFR #0001032347-2017-00532 through 0001032347-2017-00540.

Event description:
The patient stated he will have to have a revision surgery to implant custom joints because his left joint squeaks and he has limited opening. More information was requested but has yet to be received.